Event description:
It was reported that when the device was used during a laparoscopic hernia repair procedure, it fired malformed staples. Another device was used to complete the case. There was no consequences to patient.